Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was confirmed that the infection occurred at the extension operative site. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2017 rather than on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
No new information was received.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that an additional action /interventions was taken; the implantable neurostimulator (ins) was repositioned on (B)(6) 2016. The event resulted in an in-patient hospitalization, an emergency room visit, and an unscheduled clinic/office visit. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an operative site infection. The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification of a right retroauricular area with fetid crust with dehiscent area and purulent collection. The laboratory testing included cultivation and resulted in the identification of staphylococcus aureus. The etiology was stated to be not related to the device/therapy, but related to the implant procedure. Interventions included draining, washing, and debriding the surgical site. Vancomycin 1000 mg and ceftriaxone 100 mg were administered every 12 hours. The event resulted in an in-patient hospitalization, emergency room visit, and an unscheduled clinic or office visit. The issue was resolved without sequelae on (B)(6) 2016.